Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use 3-lumen sphincterotome v exhibited that the knife broke. The issue occurred during a therapeutic endoscopic sphincterotomy. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Correction e1 email was removed that was inadvertently submitted in the initial report should have been ni. Based on the product inspection results, olympus confirmed the cutting wire was broken. Investigation was carried out to confirm the broken portion. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.